Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity and cerebral palsy. The patient¿s medical history included cp (cerebral palsy). On (B)(6) 2019 it was reported that during an orthopedic spine surgery the orthopedic surgeon accidentally cut the catheter. The environmental, external or patient factors that may have led or contributed to the issue was the catheter was accidently cut during a fusion spine surgery. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was as both proximal and distal catheter segments were visible they were able to use a collet connector to reconnect both the catheter portions. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.